Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital for pre-syncopal episodes. It was determined that this right ventricular (rv) lead had dislodged, leading to high thresholds and lack of brady pacing. The lead was successfully revised and remains in service. No additional adverse patient effects were reported.